Event description:
It was reported that the customer is deceased. It was reported that the customer was ill and had pain in right shoulder and had an unexpected massive heart attack. Blood glucose at time of death is unknown; last blood glucose reading recorded was 378 mg/dl. Customer was wearing the insulin pump at the time of the incident. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device received without the original battery. Device received with cracked case at the display window corner, broken reservoir tube lip, scratched lcd window, scratched keypad overlay, broken belt clip slot, stained end cap sticker and cracked battery tube threads.